Event description:
It was reported that during testing conducted at the manufacturer facility, the device was producing metal shavings. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was producing metal shavings. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed. The device was scrapped by stryker.

Manufacturer narrative:
Failure analysis is in progress.